Event description:
It was reported that during a ptca procedure for instent restenosis, the tip of the wire broke inside another manufacturer's radiation catheter during removal. Attempts at retrieval were unsuccessful and the tip remains in the patient. Patient status is listed as "okay".